Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 240 mcg/day) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On (B)(6) 2018 it was reported that the empty pump alarm was occurring. The patient had missed their pump refill and the pump had been empty for about 2 months. No patient symptoms were reported. Per the hcp, the patient no longer wanted to use their pump and wanted to permanently disable it. The pump off password was provided and the hcp was assisted with permanently disabling the patient¿s pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.